Manufacturer narrative:
Correction: the patient did not experience a fistula at the implant site. The patient experienced an extrusion of the receiver/stimulator. Subsequently, the device was explanted under general anesthesia on (B)(6) 2024.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.